Event description:
The patient reported that she noticed that her skin was hot after she had her (B)(6) in her back pocket on the implantable neurostimulator (ins) site all day. When the phone was removed from the ins site, the heating sensation stopped. The patient was unsure if the heating was caused by the phone or ins. Since the heating incident, the patient had noticed that there was stimulation for 30 seconds, it stopped, and then continued. The emi table was reviewed with the patient. This event occurred three days prior to the report. The patient was implanted for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.